Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; g3; h2; h3; h4; h6. Visual inspection of the returned product found that he threaded portion of the returned device has fracture. Review of device history records identified no deviations or anomalies during manufacturing. No medical records were provided. The lot was manufactured on august 21, 2015 and has therefore been in the field for approximately five years and ten months. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during cleaning and setting up of instruments it was discovered the threads on the g7 curved inserter screw were broke off. Attempts have been made and additional information on the reported event is unavailable at this time.